Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b,h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported that the patient experienced the events of left side "shape disfiguration, stiffness and pain complaints. On MRI it was observed that patient had grade 3-4 capsular contracture.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Healthcare professional reported that the patient experienced the events of left side "shape disfiguration, stiffness and pain complaints. On MRI it was observed that patient had grade 3-4 capsular contracture.¿ device remains implanted.